Event description:
The customer reported the system displayed a fatal error. Also, the monitor and table's movement failed to operate properly. No reports of pt and or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was found turned off. This was corrected. The fatal error could not be duplicated. The system was then found to be operating as intended.